Event description:
Customer reported missing images, and some images do not have dates annotated to them. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and the power cable, reloaded software and retapped the input transformer. System operates as intended.